Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they were able to see a rep and it is their battery need to be replaced that is in the patient's body. Patient's left side is not working due to maybe scar tissue but hope to get a new battery and it should be better. No message came up. Patient took battery out and turned off everything for 24 hours. The issue was resolved but need new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they woke up this morning and when they turned their stimulation up they got a message that said cannot do something. Patient stated they turned the stimulation off and took the battery out and reset controller, and it turned on but it was giving them shocks/jolts. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.